Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"I have not been using the upper aligners. It hurt my crowned tooth which I have an implant. I did not want to have problems with that particular crown tooth. The lower aligners are working fine so far. I am now on step 9 for the bottom aligner." -case (B)(4).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.